Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed, and the visual inspection-external, visual inspection-internal, and manual articulation of inputs inspections/tests were performed. Prograsp forceps are not an energized analysis could not verify the customer reported complaint. The grip tips opened and closed properly. There was a frayed grip cable observed as an issue. The instrument was found to have a frayed grip cable at the distal end.

Event description:
It was reported that during central processing, the 8mm prograsp forceps instrument conductor wire. There was no report of patient involvement.